Event description:
The customer contact reported an adverse event while the pump was in use. In 2009, between 1200 & 1230, the pump was programmed to deliver morphine 1mg/ml in the pca + continuous mode, with a continuous rate of 1mg/hr, a 1mg pca dose, a 12 minute pt lockout, and a 30mg 4 hour limit. At 2200, the nursing assistant informed the nurse that the pt had labored and decreased respirations. At that time, nurse noted the pt was "unconscious" but a pulse was found. At this time, the nurse performed a jaw thrust to open the pt's airway; however, the pt was reportedly not breathing well and a code was called. The physician was notified. The pt was treated with 2mg of narcan and oxygen at a rate of 10l by rebreather mask. After an unspecified length of time, the pt was breathing spontaneously. At 2230, the pt was transferred to the intensive care unit. The therapy was discontinued and the pump removed from the pt. The customer reported the pump was checked by two nurses following the event and "based on what was remaining in the syringe, the pump had delivered correctly as programmed." The customer contact indicated that the pt's hospitalization was prolonged by two days. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The history was downloaded at the manufacturing facility. A review of the history indicated in 2009 at 1219, the pump was powered on & the history was cleared. Between 1219 & 1222, the cca adult naive was selected, the purge function was selected & the pump was programmed to deliver morphine 1mg/ml, in the pca+ continuous mode, with a 1 mg pca dose, a 12 minute pt lockout, a 1mg/hr continuous rate & a 30mg 4hr limit, there was a 20mg 4hr usl (upper soft limit) alert & a 30mg 4hr usl override. Between 1224 & 1226 the settings were confirmed, the door was locked & the infusion started. Between 1304 & 1548, seven 1mg pt initiated deliveries & 26 unmet demands. At 1604, the door was opened, shift total cleared, the door was locked & the infusion was resumed. Between 1616 & 2009, there were fourteen 1mg pt initiated deliveries & 70 unmet demands. Between 2035 & 2043, there was an empty syringe alarm, the door was opened, there was a check vial, check syringe, check injector alarm, confirmed morphine 1mg/ml, the settings were retained & confirmed, the door was locked & the infusion resumed. At 2047, there was a 1mg pt initiated delivery. At 2209, the door was opened & the pump was powered off. Review of the history indicates the pump delivered as programmed.